Event description:
It was reported that the right ventricular (rv) lead had noticeable insulation breach resulting in inconsistent impedance readings. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) there were no anomalies found. However, it was noted that the distal and defibrillation conductor along with several other conductors were distorted. All conductors had blood/body fluid (not obstructed). The defibrillator conductor had blood/body fluid (not obstructed). The distal, defibrillation, and proximal conductors were fractured (overstress). The inner insulation was kinked buckled. The outer tubing was kinked/buckled and the outer tubing overlay had cosmetic environmental stress cracking (esc). The outer tubing esc was breach/breach (non-electrical). The outer insulation was torn and breached cut and also had cosmetic depression. There was blood in/on the helix/lobe mechanism. The helix was blocked by the guide tooth. The lead was stretched and visually appears to have apparent explant damage. Visual analysis indicated that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. Polyurethane overlay tubing, by design is not insulation. Breached overlay tubing would not affect electrical performance. The interior right ventricular and superior vena cava (svc) defibrillator cable fractured (overstress) at 38.5 cm; exposed svc coil continuity failed (overstress) at 39cm.